Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal tip of the device deformed during insertion on bone. Correct use of the device was not possible. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.